Manufacturer narrative:
(B)(4).

Event description:
During a revascularization to treat stenosis of the left sfa, the patient was treated with an in.pact admiral paclitaxel balloon catheter. Approximately 4 months later the patient suffered from stenosis (> 50%) of the left sfa mid-popliteal artery. The patient was treated with a revascularization of the target lesion using non medtronic balloon and one in.pact admiral balloon. The outcome was resolved.